Event description:
Customer reported to beckman coulter, inc. (Bec) that the wash cup for the sample and the wash cup on the reagent side were overflowing on the immage immunochemistry system. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the vacuum solenoid valve was not creating sufficient vacuum. The fse replaced the vacuum solenoid valve, the inline filter and the 0.040 restrictor. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
Evaluation - results: restrictor. Bec identifier for this complaint is (B)(4).